Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a loose adapter on the light guide connector, a dented outer tube, and dents on the distal tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was green and red during an unspecified procedure. There were no reports of patient harm.